Event description:
Philips received a complaint from the customer on the v60 device indicating that unit is not getting any power. The issue was discovered during patient set up. There was no patient or user harm reported. A remote service engineer spoke with the customer, and it was reported that during set up, unit does not power on and screen is black. The customer requested bench repair; bench repair form with instructions was sent.

Manufacturer narrative:
During bench service completed on 12jan2023, the bench service engineer (bse) could not confirm the customer complaint of the unit not getting power. The bse found that the unit was getting power and turned on, but the device had no video. The bse found that the lcd panel was defective and was the 1st generation lcd panel which is no longer available. The bse stated that they would order the 2nd generation lcd panel, along with the following required parts for the 2nd generation upgrade: lcd cable, ui cable, ui pcba, lcd screws, and lcd tray. As of 18jan2023 the parts have been ordered but have not yet arrived at the bench repair center. This investigation is ongoing.

Manufacturer narrative:
It is confirmed that multiple replacement parts were requested but are currently backordered. The repair for this unit cannot be conducted at this time due to the part(s) being on backorder. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered 2nd generation lcd panel, lcd cable, ui cable, ui pcba, lcd screws, and lcd tray align with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Manufacturer narrative:
H10: on 05apr2024, the bench service engineer (bse) replaced the liquid crystal display (lcd) assembly, lcd cable, user interface (ui) cable, ui printed circuit board assembly (pcba), and lcd tray. Following the part replacement, the bse completed performance verification testing, which the device passed, confirming that the lcd issue had been resolved. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.